Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.  Lot / serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
The following was reported to gore: on an unknown date in 2013, the patient presented with an abdominal aortic aneurysm and was successfully treated with the implantation of gore® excluder® aaa endoprostheses. On (B)(6) 2019, the devices were explanted due to aneurysm enlargement of an unknown amount that was related to a type ii endoleak originating from the lumbar arteries. The patient tolerated the procedure.